Manufacturer narrative:
Correction b5: additional information received reports that although this event is still reportable it is being reported under (B)(4). Therefore, it is no longer reportable under this record.

Event description:
Additional information received reports that although this event is still reportable it is being reported under (B)(4). Therefore, it is no longer reportable under this record.

Event description:
It was reported that the patient's ipg was causing impedance issues. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated,